Event description:
Medtronic minimed affiliate reported customer being hospitalized with high blood glucose levels, and having problems with consistent "no" delivery" alarms. Troubleshooting was performed and pump is returning for analysis.